Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's sensor was missing an electrode. The patient's blood glucose at the time of incident is unknown. The customer stated that this happened once two to three weeks ago, and again last sunday. After the customer removed the sensor from their body, the electrode was nowhere to be found. There were no issues with the serter and with sensor insertion. No products were returned, replaced, or shipped.